Manufacturer narrative:
A request was made for the device for evaluation, but sample is not available. Trending conducted for this lot number revealed this to be an isolated incident. Baxter will continue to monitor similar reports for possible trends.

Event description:
Facility nurse reports that the valve is sticking open with the 6 inch IV extension sets. Sticking valve occurred during patient use, but no injury or medical intervention. No additional information.